Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Crm service notification text (B)(6) 2022 13:39:33 erp_rfc_user related svn 000314529733 ____________________ crm service notification text (B)(6) 2022 13:38:52 sabadj2 customer concern: blank display dop114-980doc: display - flashing/white/blank/frozen/partial what led up to the event?: nothing advise customer to disconnect at the quick release: yes is customer calling back after installing a new battery, monitoring pump for 2 hours, and frozen display recurred?: no is the customer calling back with blank display after receiving a new battery cap?: no is customer reporting blank display?: yes was display blank for less than 30 seconds and then returned?: no is display blank at time of call?: yes advise customer to remove battery. Did ¿insert battery¿ alarm display on pump screen?: no check if battery is a aa battery. Document type of battery in use: aa advise customer to check contacts on cap for damage. Are contacts on battery cap missing or damaged?: no advise customer to inspect battery compartment and spring for corrosion and/or damage. Is the battery compartment and/or spring damaged or corroded?: no advise customer to clean the battery cap contacts with a dry cotton swab. Advise customer to press and hold the back button for 60 seconds. Advise customer to insert a new aa battery. Did display return after pump restart?: no document if pump has been bumped/dropped or recently exposed to moisture: no advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes will the serialized device be replaced?: yes inform customer about product replacement policy

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2] boards. Swapped pcba 2 with a test board and unit booted up properly.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Blank display was confirmed during analysis due to moisture damage on the pcba 2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that the insulin pump was returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer stated that the display was not blank for less than 30 seconds and then returned. The display was blank at the time of call. Customer stated that ¿insert battery¿ alarm was not displayed after battery was removed. It was stated that the battery cap contacts were not damaged or corroded. The display did not returned after pump restart. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue to use the device.